Event description:
A medtronic rep reported that the system would not track passive instruments and frames that have more than four tracking spheres attached. There was no pt present.

Manufacturer narrative:
No pt present. The system was evaluated at the site. The device malfunction was replicated during tests by a medtronic rep. A RMA was opened for the replacement of the camera.